Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical study performed between september 1st, 2011 to november 30th, 2024 a total of 137 cases using parietex hydrophilic 3-dimensional mesh were identified. A total of 116 cases operated for inguinal hernia patients with at least one month data, with 74 patients operated by lichtenstein or rives-stoppa repair and 27 patients operated by conventional laparoscopic approach including tep technique for 27 cases and tapp technique for 4 cases. One peri-prosthetic seroma was registered. Two non-mesh-related hernia recurrences, one reoperated were recorded in the open group. Additionally, moderate pain was registered in open and laparoscopic groups respectively.